Event description:
Related manufacturer report number: 2017865-2022-05664. During a routine device replacement procedure, lead insulation damage was observed on the right atrial (ra) and left ventricular (lv) leads. The ra and lv leads were repaired to resolve the event. The patient was stable.